Event description:
It was reported that the patient's home monitor detected multiple inappropriate shocks due to over-sensing on their right ventricular (rv) lead. It was discovered that due to double counting of ventricular and atrial events, multiple antitachycardia pacing (atp) therapies were delivered resulting in shocks. Therefore, the patient presented in the emergency room with a popping sensation in the head. It was then discovered, through a chest x-ray that the patient's rv lead had dislodged. Therefore, the physician elected to explant and replace the lead. The patient was in stable condition before, during, and after the procedure.